Manufacturer narrative:
D4: additional: unique identifier was provided and is listed in section d4 of this follow up. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Unique identifier (UDI#) is not provided at this time. Telephone: (B)(6). Manufacturer date is not provided at this time. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear in the patient¿s operative eye requiring a vitrectomy procedure when using the irrigation and aspiration (I/a) tip. A description of the event indicated the capsule ruptured during the vacuum segment and it was alleged that the tip of I/a handpiece was deformed. The surgery center reported the tip had been used multiple times prior to event without incident, however, it is unknown the exact number of usages as there was no record kept. Although there was a 20-minute delay, the procedure was completed. The patient outcome is well.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 4/8/2020. Section h3. Device returned to manufacturer? Yes. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. There was no non-conformance record associated with this phaco tip lot # 088865. Device evaluation: the tip was returned to the manufacturer. The tip was evaluated. The tip/device was returned dirty and showing signs of heavy use. The cannula has deep scratches throughout. The port has cortical residue in it. There is a gouge on the edge of port. There is scratching on the back side of the cannula with raised burrs on some of the scratches. This device has damage consistent with mishandling during processing/storage. Raised metal/burrs are known to cause teas or catch on gloves and the product is inspected for these before being distributed. Capsule breaks are an inherent risk of cataract surgery. The complication rate on this is not precisely known, and estimates vary from 1-2% to 0.1%. In the past year 1417 solo handles have been distributed with only this one report of a capsule tear. That is a failure rate of .07%. Improper cleaning and maintenance left remnants of cortical material in the handle causing occlusion and the resulting malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.